Event description:
It was reported that there was loss of angulation of the two upper mis cannulated x-tab screws after a short time. Patient does not have osteoporosis but does have a tumor. Reports bones are stable and there is no indication for anterior stabilization. The devices remain implanted. See mfg medwatch report no. 1526439-2013-34159 for the first mis cannulated s-tab screw that was involved in this event.

Manufacturer narrative:
Because the implant date/therapy date is unknown, today's date has been entered into the required field. A follow up report will be filed upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
The product samples were not returned to the complaints handling unit (chu) for evaluation as the devices remain implanted in the patient. A review of the device history record could not be conducted as the lot numbers are unknown. Without the lot numbers, a review of the manufacturing records cannot be completed. A 12-month review of the complaint trend analysis for the mis cannulated x-tab 6x55mm ti was conducted on the product family based on a similar geometric tulip head geometry and functionality. It was noted that there were no related complaints for issues of this nature. Review of complaints found no significant trends. Without the product samples we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action (CAPA) is required at this time as we are unable to positively identify the root cause. Therefore, the complaint will be closed with no further action required.